Manufacturer narrative:
As received, the partial lead was returned in two segments. Examination of the lead found all filars of the outer coil to be fractured distal to the suture sleeve impression and signs of external insulation abrasion were noted on the outer insulation in this region. A scanning electron microscope (sem) analysis confirmed all filars were fractured. External insulation abrasion consistent with friction to the device can was found at two locations and one external insulation abrasion consistent with friction to another device or features of the heart was also found. Other damages found were consistent with explant damage.

Event description:
During a device replacement procedure for normal battery depletion, the pacing impedance was high on the right ventricular lead. An x-ray examination revealed the right ventricular lead had a smooth cut at the end. A portion of the lead was explanted and a new lead was implanted. The patient was in stable condition during and after the procedure.